Event description:
The device was returned for service. During service by baxter, a cracked door assembly was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
Evaluation summary: the facility representative reported "occlusion/sill not pump". Information was not provided regarding whether or not the problem occurred during a patient infusion. The pump was evaluated by a baxter service technician. The reported condition was confirmed. Inspection of the device found that the occlusion alarm was caused by a broken door handle. The door assembly was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.